Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead integrity alert (lia) triggered for lead noise and episodes of short v-v. It was noted there was suspected electromagnetic interference (emi). The device and lead remain in use. No patient complications have been reported as a result of this event.